Event description:
A peritoneal dialysis patient reported dialysis solution leaked in the inside portion of the cassette door area when the patient removed the cassette during re-setup. Patient had no adverse effects from the incident and was not administered prophylactic antibiotics. The patient's effluent was clear. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.